Manufacturer narrative:
The lot number of the delivery device was not provided. Therefore, a device history records review could not be performed.

Event description:
The surgeon reports that upon insertion of an ao60g intraocular lens, the capsule was compromised. Anterior vitrectomy was performed. The ao60g intraocular lens was removed by enlarging the incision, and an anterior chamber lens was implanted successfully. Additional information has been requested, but has not been received. Please reference MDR #: 1119279-2011-00119.